Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the sensor was not reading his insulin. The blood glucose reading was 48 mg/dl. Customer treated with food and juice. He stated that he accidentally delivered a 19 unit bolus and was unable to bring the blood glucose up. Customer was taken to the hospital by paramedics. Nothing further was reported.